Event description:
Journal article received: a new technique for lag screw placement in the dynamic hop screw fixation of intertrochanteric fractures: decreasing radiation time dramatically: international orthopaedics (sicot) (2009) 33:537-542. Authors: wei-vhao sheng, et.al: jai-zhen li, sheng-hua chen. Please see attached article. Synthes was not mentioned in this article, it is unknown if this is a synthes device. A study was done for placement of dhs screws verses radiation time for intertrochanteric fractures. The comparison was between a new technique (nt) or conventional technique (CT). Two implant failures occurred in the nt group: screw cutout from the femoral head and severe medical displacement in the other. In the CT group two failures: 1 case of screw cutout and 1 case of deep wound infection resulting in sepsis requiring dhs removal, antibiotic treatment, and re-fixation. All four cases were treated by reoperation using ao-asif proximal femoral nail and healed uneventfully. Two patients treated with nt and one patient treated with CT died before the final follow up. It was reported the cause of death was not related to the hip fractures. This event is related to the nt patient with severe medial displacement and revision to a femoral nail. (Dhs plate) this is 1 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Mean age nt group:70.1: CT group: 66.3. Gender: nt group: 19 female, 21 male. Gender: CT group: 17 female, 19 male. Mean body weight: nt group: 60 kg.: CT group: 61 kg. The investigation could not be completed; no conclusion could be drawn, as no product was received.